Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the mid-pigtail catheter. A non-medtronic guidewire was used. Prior to the implant procedure, mitral regurgitation was mild-moderate and following the valve implant the mitral regurgitation was severe. The second valve kept going "deep" means that the valve moved ventricularly and was not seating in the 1-5 mm depth. The valve was recaptured and the procedure was aborted.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (unknown lot); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with pre-existing mitral regurgitation, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon 80% deployment, the implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 7 mm. Following full deployment, the implant depth on the ncc was 10 mm, and the implant depth on the lcc was 10 mm. The ncc was observed to have been impinging on the anterior leaflet of the mitral valve with severe mitral regurgitation. Subsequently, a snare was used; however, the transcatheter valve dislodged above the annulus due to the snare. After valve dislodgement, the implant depth on the ncc was -5 mm, and the implant depth on the lcc was -5 mm. Subsequently, a second transcatheter valve was attempted; however, the second valve kept going "deep" into the left ventricular outflow tract (lvot). Therefore, the procedure was aborted. Per the physician, the patient's large annulus, flared left ventricular outflow tract (lvot), and depth of implant contributed to the dislodge.